Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was discarded by the surgeon. However, the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. In this case, the surgeon reported that a suture appeared to have loosened which was responsible for the paravalvular leak. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). As the device was not returned for evaluation, the root cause for the dehiscence resulting in a significant paravalvular leak remains indeterminable. However, patient and procedural factors may have contributed to the event. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 25mm pericardial aortic valve, implanted one (1) year, ten (10) months, and eleven (11) days, was explanted due to dehiscence resulting in a significant paravalvular leak. The explanted device was replaced with a 3300tfx 23mm pericardial aortic valve. Per obtained medical records, the patient presented with decreased exercise tolerance and progressive decrease in his diastolic pressure. Transesophageal echo demonstrated aortic regurgitation with well-preserved left ventricular contractility. It was difficult to determine the exact location of the leak but the physician determined that the leak appeared to be significant paravalvular leak. Intraoperatively the valve was explanted and appeared to have normal leaflets. There was an area where the suture appeared to have loosened which was responsible for the leak. A new 23mm pericardial aortic valve was successfully implanted. The patient had done well postoperatively and was discharged in good condition on post-operative day five (5).